Event description:
The customer reported to customer service that the transformer housing for her breast pump had crack in it and broke apart. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that the transformer housing cracked shortly after she received the pump. She hadn't dropped it "or anything" and normally leaves it plugged in. She noticed the crack and continued to use the power supply. Then when she was pumping one day, she hit it with her elbow and broke it apart, exposing the wires. She taped it together with electrical tape. A breach in the transformer housing is a safety risk. In summary, the product eval confirmed the customer's report that the transformer housing was broken apart. The damage to the housing is typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops), but the damage was not to the extent that was present on the transformer which is the subject of this complaint. This product was released as a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. A visual examination of the power supply revealed a split in the transformer housing which was covered with electrical tape. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured a 55.3 ohms, which is normal and indicates that the thermal fuse did not blow.